Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and there is a humming in the device. Customer also indicated that the pump was stuck in the suspend feature and displayed incorrect information on the display screen. Customer's blood glucose was 243 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.